Manufacturer narrative:
(B)(4). Inflammation. Results: one rep sample was returned for eval. The package and suture were visually evaluated and they met requirements. Conclusion: the device was received in a condition that meets spec. In addition, a review of the batch mfg records was conducted and the bach met all finished goods release criteria. This is one of four medwatches being submitted for the same pt. See also medwatch 2210968-2010-01177, 2210968-2010-01178, and 2210968-2010-01179.

Event description:
It was reported that a pt underwent an antebrachium procedure on (B)(6) 2010 and 3 sutures were used to sew "real leather" discontinuously. Two days after the procedure, the surgeon found the suture line was "tumefacient". Then the surgeon used iodine to treat the wound. Now the pt's wound has healed up.